Event description:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('generalized skin rash with significant pruritus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. Concurrent conditions included allergy to metals (since teenager). On an unknown date, the patient had essure inserted. In 2013, the patient experienced abdominal discomfort ("abdominal discomfort"), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities") and menorrhagia ("hypermenorrhoea"). In 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). The patient was treated with surgery (essure removal in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the rash, abdominal discomfort, fatigue, pain in extremity, menorrhagia, pruritus and tooth disorder outcome was unknown. The reporter considered abdominal discomfort, fatigue, menorrhagia, pain in extremity, pruritus, rash and tooth disorder to be related to essure. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - in 2017: did not find any polyps thac could explain the hypermenorrhoea.. Pathology test - on (B)(6) 2005: proliferative endometrium; on (B)(6) 2008: cellularity of the transformation zone. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('generalized skin rash with significant pruritus '), abdominal discomfort ('abdominal discomfort / occasional puncture-type abdominal discomforts of several years of evolution'), device breakage ('metallic fragment measuring 1.5 cm'), metrorrhagia ('breakthrough spotting'), endometrial thickening ('endometrial thickening') and uterine polyp ('endometrial polyp') in a 35-year-old female patient who had essure (batch no. 731813) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2009, adaptation abnormal in 2009, iron deficiency in 2009, endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. Concurrent conditions included allergy to metals (since teenager; since adolescence eczematous lesions with costume jewelry mainly on the ears.). Concomitant products included enoxaparin since (B)(6) 2019 and ibuprofen since (B)(6) 2019. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("bleeding / heavy bleedings"). In 2013, the patient experienced abdominal discomfort (seriousness criteria hospitalization and intervention required), metrorrhagia (seriousness criterion hospitalization), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities"), hypermenorrhoea ("hypermenorrhoea") and menstruation irregular ("irregular periods / irregular periods of 12 days with a lot of bleeding"). On (B)(6) 2014, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In 2014, the patient experienced the first episode of menorrhagia ("abundant periods of months of evolution"). On (B)(6) 2017, the patient experienced the second episode of menorrhagia ("abundant periods of months of evolution"). On (B)(6) 2017, the patient experienced bronchospasm ("bronchospasm with physical exertion") and respiratory tract infection ("respiratory infection"). In 2017, the patient experienced rash (seriousness criteria hospitalization, medically significant and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). In 2018, the patient experienced ear injury ("ear pinna lasting one month in the autumn-winter months"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), endometrial thickening (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), tenosynovitis ("intervention: right wrist ulnar tenosynovitis"), anaemia ("secondary anemia"), dermatitis ("an episode of dermatitis that affected the face") and seborrhoeic dermatitis ("seborrheic dermatitis") and underwent carpal tunnel decompression ("interventions: left wrist carpal tunnel"). The patient was hospitalized on (B)(6) 2013 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with arabinogalactan;fructooligosaccharides;lactobacillus fermentum;lactobacillus salivarius (ginegea candida), ketoconazole, oenothera biennis oil (primrose oil) and surgery (essure removal in (B)(6) 2019 and bilateral laparoscopic salpingectomy for extraction of essures). Essure was removed on (B)(6) 2019. At the time of the report, the rash, abdominal discomfort, device breakage, metrorrhagia, endometrial thickening, uterine polyp, fatigue, pain in extremity, hypermenorrhoea, pruritus, tooth disorder, menstruation irregular, premenstrual syndrome, the last episode of menorrhagia, tenosynovitis, anaemia, bronchospasm, dermatitis, ear injury and seborrhoeic dermatitis outcome was unknown and the genital haemorrhage and respiratory tract infection had resolved. The reporter considered abdominal discomfort, anaemia, bronchospasm, carpal tunnel decompression, dermatitis, device breakage, ear injury, endometrial thickening, fatigue, genital haemorrhage, hypermenorrhoea, menstruation irregular, metrorrhagia, pain in extremity, premenstrual syndrome, pruritus, rash, respiratory tract infection, seborrhoeic dermatitis, tenosynovitis, tooth disorder, uterine polyp, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device ((B)(6) 2019). From 2009 to (B)(6) 2018, she was treated more than 60 times by primary care. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size; on (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size. No findings suggesting the presence of essure remains have been detected. Allergy test - on an unknown date: allergens tested: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 5 mm; rest (-) epicutaneous tests 1. Allergens tested: geidac standard battery tests and metal battery tests. 2. Allergens tested: not standardized: essure "as is" result: negative in readings at 48, 96 h and 7 days.. Blood test - in 2017: normal. Diagnostic aspiration - on (B)(6) 2013: functional endometrial polyps.. Gynaecological examination - in (B)(6) 2018: no pain on mobilization, uterus in retroversion, no adnexal masses. Hysteroscopy - on (B)(6) 2013: diagnostic hysteroscopy not performed (not tolerated); on (B)(6) 2013: the hysteroscopy was performed in the operating room; findings: two small polyps on the anterior side; in 2017: did not find any polyps thac could explain the hypermenorrhoea.; on (B)(6) 2017: no pathological findings. Pathology test - on (B)(6) 2005: proliferative endometrium; on (B)(6) 2008: cellularity of the transformation zone; on (B)(6) 2013: endometrial polyps and fragments of secretory endometrium.; on (B)(6) 2014: endometrial polyps and secretory endometrial fragments; in (B)(6) 2019: after the essure removal - left and right salpingectomy: fallopian tube without relevant alterations macroscopic description container 1- left fallopian tube: salpingectomy piece measuring 6.5 x 0.5 cm. Externally it does not show significant alterations. It is accompanied by a metal fragment in the shape of a spiral, measuring 1 cm, which is received in the container. When cutting the tube in the proximal region, it shows intratubarically, a metallic fragment corresponding to an intratubal device, measuring 1.5 cm. Container 2- right fallopian tube: salpingectomy piece measuring 8 x 0.5 cm. Three metal fragments corresponding to the essure device, which measures between 0.2 and 0.1 cm, are received in the same container. Part of the device, measuring 5 cm, protrudes from the distal end of the tube.. Spirometry - on (B)(6) 2019: mild obstructive pattern. Ultrasound scan vagina - on (B)(6) 2013: normal uterus; endometrium with a secretory aspect with irregular thickening at the fundus level of 20 mm; normal ovaries; on (B)(6) 2013: uterine cavity post. Irregularity; on (B)(6) 2017: uterus in retroversion with an endometrium of 23 mm, hyperechoic image on the posterior side suggestive of an endometrial polyp.; in (B)(6) 2018: uterus in retroversion, 6 mm regular endometrium, echographically normally inserted essure, normal ovaries. Clinical judgment: examination within normal limits.. Lot number 73812 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2021: a new reporter (lawyer), patient´s date of birth, the indication of the essure, essure lot number (new lote number provided), new adverse events (irregular periods and bleeding, breakthrough spotting, endometrial thickening, endometrial polyps, premenstrual syndrome, abundant periods, heavy menstrual bleeding with secondary anemia, bronchospasm with physical exertion, respiratory infection, device fragmented, tiredness, an episode of dermatitis that affected the face, ear pinna, seborrheic dermatitis, right wrist ulnar tenosynovitis and left wrist carpal tunnel), treatment and concomitant drugs, lab datas, medical history were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('generalized skin rash with significant pruritus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. Concurrent conditions included allergy to metals (since teenager). On an unknown date, the patient had essure inserted. In 2013, the patient experienced abdominal discomfort ("abdominal discomfort"), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities") and menorrhagia ("hypermenorrhoea"). In 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). The patient was treated with surgery (essure removal in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the rash, abdominal discomfort, fatigue, pain in extremity, menorrhagia, pruritus and tooth disorder outcome was unknown. The reporter considered abdominal discomfort, fatigue, menorrhagia, pain in extremity, pruritus, rash and tooth disorder to be related to essure. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - in 2017: did not find any polyps thac could explain the hypermenorrhoea.. Pathology test - on (B)(6) 2005: proliferative endometrium; on (B)(6) 2008: cellularity of the transformation zone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('generalized skin rash with significant pruritus') in a female patient who had essure (batch no. 73812) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. Concurrent conditions included allergy to metals (since teenager). In 2010, the patient had essure inserted. In 2013, the patient experienced abdominal discomfort ("abdominal discomfort"), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities") and menorrhagia ("hypermenorrhoea"). In 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). The patient was treated with surgery (essure removal in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the rash, abdominal discomfort, fatigue, pain in extremity, menorrhagia, pruritus and tooth disorder outcome was unknown. The reporter considered abdominal discomfort, fatigue, menorrhagia, pain in extremity, pruritus, rash and tooth disorder to be related to essure. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - in 2017: did not find any polyps thac could explain the hypermenorrhoea.. Pathology test - on (B)(6) 2005: proliferative endometrium; on (B)(6) 2008: cellularity of the transformation zone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: insertion date and lot number (73812) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('generalized skin rash with significant pruritus'), abdominal discomfort ('abdominal discomfort / occasional puncture-type abdominal discomforts of several years of evolution'), device breakage ('metallic fragment measuring 1.5 cm'), metrorrhagia ('breakthrough spotting'), endometrial thickening ('endometrial thickening') and uterine polyp ('endometrial polyp') in a 35-year-old female patient who had essure (batch no. 731813) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2009, adaptation abnormal in 2009, iron deficiency in 2009, endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. Concurrent conditions included allergy to metals (since teenager; since adolescence eczematous lesions with costume jewelry mainly on the ears.). Concomitant products included enoxaparin since (B)(6) 2019 and ibuprofen since (B)(6) 2019. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("bleeding / heavy bleedings"). In 2013, the patient experienced abdominal discomfort (seriousness criteria hospitalization and intervention required), metrorrhagia (seriousness criterion hospitalization), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities"), hypermenorrhoea ("hypermenorrhoea") and menstruation irregular ("irregular periods / irregular periods of 12 days with a lot of bleeding"). On (B)(6) 2014, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In 2014, the patient experienced the first episode of menorrhagia ("abundant periods of months of evolution"). On (B)(6) 2017, the patient experienced the second episode of menorrhagia ("abundant periods of months of evolution"). On (B)(6) 2017, the patient experienced bronchospasm ("bronchospasm with physical exertion") and respiratory tract infection ("respiratory infection"). In 2017, the patient experienced rash (seriousness criteria hospitalization, medically significant and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). In 2018, the patient experienced ear injury ("ear pinna lasting one month in the autumn-winter months"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), endometrial thickening (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), tenosynovitis ("intervention: right wrist ulnar tenosynovitis"), anaemia ("secondary anemia"), dermatitis ("an episode of dermatitis that affected the face") and seborrhoeic dermatitis ("seborrheic dermatitis") and underwent carpal tunnel decompression ("interventions: left wrist carpal tunnel"). The patient was hospitalized on (B)(6) 2013 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with arabinogalactan;fructooligosaccharides;lactobacillus fermentum;lactobacillus salivarius (ginegea candida), ketoconazole, oenothera biennis oil (primrose oil) and surgery (essure removal in (B)(6) 2019 and bilateral laparoscopic salpingectomy for extraction of essures). Essure was removed on (B)(6) 2019. At the time of the report, the rash, abdominal discomfort, device breakage, metrorrhagia, endometrial thickening, uterine polyp, fatigue, pain in extremity, hypermenorrhoea, pruritus, tooth disorder, menstruation irregular, premenstrual syndrome, the last episode of menorrhagia, tenosynovitis, anaemia, bronchospasm, dermatitis, ear injury and seborrhoeic dermatitis outcome was unknown and the genital haemorrhage and respiratory tract infection had resolved. The reporter considered abdominal discomfort, anaemia, bronchospasm, carpal tunnel decompression, dermatitis, device breakage, ear injury, endometrial thickening, fatigue, genital haemorrhage, hypermenorrhoea, menstruation irregular, metrorrhagia, pain in extremity, premenstrual syndrome, pruritus, rash, respiratory tract infection, seborrhoeic dermatitis, tenosynovitis, tooth disorder, uterine polyp, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device (B)(6) 2019). From 2009 to (B)(6) 2018, she was treated more than 60 times by primary care. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size; on (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size. No findings suggesting the presence of essure remains have been detected. Allergy test - on an unknown date: allergens tested: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 5 mm; rest (-). Epicutaneous tests 1. Allergens tested: geidac standard battery tests and metal battery tests. 2. Allergens tested: not standardized: essure "as is" result: negative in readings at 48, 96 h and 7 days.. Blood test - in 2017: normal. Diagnostic aspiration - on (B)(6) 2013: functional endometrial polyps.. Gynaecological examination - in (B)(6) 2018: no pain on mobilization, uterus in retroversion, no adnexal masses. Hysteroscopy - on (B)(6) 2013: diagnostic hysteroscopy not performed (not tolerated); on (B)(6) 2013: the hysteroscopy was performed in the operating room; findings: two small polyps on the anterior side; in 2017: did not find any polyps thac could explain the hypermenorrhoea.; on (B)(6) 2017: no pathological findings. Pathology test - on (B)(6) 2005: proliferative endometrium; on (B)(6) 2008: cellularity of the transformation zone; on (B)(6) 2013: endometrial polyps and fragments of secretory endometrium.; on (B)(6) 2014: endometrial polyps and secretory endometrial fragments; in (B)(6) 2019: after the essure removal - left and right salpingectomy: fallopian tube without relevant alterations. Macroscopic description container 1- left fallopian tube: salpingectomy piece measuring 6.5 x 0.5 cm. Externally it does not show significant alterations. It is accompanied by a metal fragment in the shape of a spiral, measuring 1 cm, which is received in the container. When cutting the tube in the proximal region, it shows intratubarically, a metallic fragment corresponding to an intratubal device, measuring 1.5 cm. Container 2- right fallopian tube: salpingectomy piece measuring 8 x 0.5 cm. Three metal fragments corresponding to the essure device, which measures between 0.2 and 0.1 cm, are received in the same container. Part of the device, measuring 5 cm, protrudes from the distal end of the tube.. Spirometry - on (B)(6) 2019: mild obstructive pattern. Ultrasound scan vagina - on (B)(6) 2013: normal uterus; endometrium with a secretory aspect with irregular thickening at the fundus level of 20 mm; normal ovaries; on (B)(6) 2013: uterine cavity post. Irregularity; on (B)(6) 2017: uterus in retroversion with an endometrium of 23 mm, hyperechoic image on the posterior side suggestive of an endometrial polyp.; in (B)(6) 2018: uterus in retroversion, 6 mm regular endometrium, echographically normally inserted essure, normal ovaries. Clinical judgment: examination within normal limits.. Lot number: 731813 manufacturing date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of rash ("generalized skin rash with significant pruritus"), abdominal discomfort ("abdominal discomfort / occasional puncture-type abdominal discomforts of several years of evolution"), device breakage ("metallic fragment measuring 1.5 cm"), intermenstrual bleeding ("breakthrough spotting"), endometrial thickening ("endometrial thickening") and uterine polyp ("endometrial polyp") in a 36 year-old female patient who had essure inserted (lot no. 731813) for contraception. Additional non-serious events are detailed below. The patient had a medical history of iron deficiency, adaptation abnormal and anxiety in 2009, endometrial hyperplasia (interpreted as 'atypical' endometrial cellularity) in 2008 and endometrial disorder (with cellularity of the transformation zone in (B)(6) 2008, interpreted as) in 2005. As concurrent condition the report mentioned allergy to metals (since teenager; since adolescence eczematous lesions with costume jewelry mainly on the ears.). Concomitant products included ibuprofen since on (B)(6) 2019 and enoxaparin sinceon (B)(6) 2019. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013 she experienced genital haemorrhage ("bleeding / heavy bleedings"). In 2013 she experienced abdominal discomfort (seriousness criteria hospitalisation and intervention required), intermenstrual bleeding (seriousness criterion hospitalisation), fatigue ("tiredness"), pain in extremity ("pain in my lower extremities"), hypermenorrhoea ("hypermenorrhoea") and menstruation irregular ("irregular periods / irregular periods of 12 days with a lot of bleeding"). On (B)(6) 2014 she experienced premenstrual syndrome ("premenstrual syndrome"). In 2014 she experienced a first episode of heavy periods ("abundant periods of months of evolution"). On (B)(6)2017 she experienced a second episode of heavy periods ("abundant periods of months of evolution"). On (B)(6) 2017 she experienced bronchospasm ("bronchospasm with physical exertion") and respiratory tract infection ("respiratory infection"). In 2017 she experienced rash (seriousness criteria hospitalisation, medically important and intervention required), pruritus ("generalized skin rash with significant pruritus") and tooth disorder ("tooth disorders"). In 2018 she experienced ear injury ("ear pinna lasting one month in the autumn-winter months"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion medically important), endometrial thickening (seriousness criterion hospitalisation), uterine polyp (seriousness criterion hospitalisation), tenosynovitis ("intervention: right wrist ulnar tenosynovitis"), anaemia ("secondary anemia"), dermatitis ("an episode of dermatitis that affected the face") and seborrhoeic dermatitis ("seborrheic dermatitis") and underwent carpal tunnel decompression ("interventions: left wrist carpal tunnel"). The patient was hospitalised from (B)(6) 2013 for an unknown duration and from -on (B)(6)019 to (B)(6) 2019. The patient was treated with ginegea candida (arabinogalactan;fructooligosaccharides;lactobacillus fermentum;lactobacillus salivarius), primrose oil (oenothera biennis oil) and ketoconazole as well as surgery (essure removal in (B)(6) 2019 and bilateral laparoscopic salpingectomy for extraction of essures) and surgical hysteroscopy, curettage on 2013 (endometrial curettage), surgical intervention / surgical hysteroscopy and intervention. At the time of the report, the genital haemorrhage and respiratory tract infection had resolved. The outcomes for rash, abdominal discomfort, device breakage, intermenstrual bleeding, endometrial thickening, uterine polyp, fatigue, pain in extremity, hypermenorrhoea, pruritus, tooth disorder, menstruation irregular, premenstrual syndrome, tenosynovitis, anaemia, bronchospasm, dermatitis, ear injury, seborrhoeic dermatitis and the last episode of heavy periods were unknown. The reporter considered abdominal discomfort, anaemia, bronchospasm, carpal tunnel decompression, dermatitis, device breakage, ear injury, endometrial thickening, fatigue, genital haemorrhage, hypermenorrhoea, the first episode of heavy periods, the second episode of heavy periods, intermenstrual bleeding, menstruation irregular, pain in extremity, premenstrual syndrome, pruritus, rash, respiratory tract infection, seborrhoeic dermatitis, tenosynovitis, tooth disorder and uterine polyp to be related to essure administration. The reporter commented: in 2010 she was added to waiting list for permanent tubal occlusion via the essure device, the date of insertion was not provided. The metal allergic test was done in (B)(6) 2020, only six months after the removal of the device ( on (B)(6) 2019). From 2009 to (B)(6) 2018, she was treated more than 60 times by primary care. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size; on (B)(6) 2019: high-density images at the level of the lower pelvis suggestive of phleboliths; it is compared with previous x-rays of the pelvis from 2008 in which similar images were already displayed at least in part, although less and of smaller size. No findings suggesting the presence of essure remains have been detected [allergy test] (date unknown): allergens tested: standard inhalants battery tests with epithelia, minor mites, latex and fungi and standard pollens and standard foods. Result: histamine 5 mm; rest (-) epicutaneous tests 1. Allergens tested: geidac standard battery tests and metal battery tests. 2. Allergens tested: not standardized: essure "as is" result: negative in readings at 48, 96 h and 7 days. [Blood test] in 2017: normal [diagnostic aspiration] on (B)(6) 2013: functional endometrial polyps. [Gynaecological examination] in (B)(6) 2018: no pain on mobilization, uterus in retroversion, no adnexal masses [hysteroscopy] on (B)(6) 2013: diagnostic hysteroscopy not performed (not tolerated); on 12-dec-2013: the hysteroscopy was performed in the operating room; findings: two small polyps on the anterior side; in 2017: did not find any polyps thac could explain the hypermenorrhoea.; on (B)(6) 2017: no pathological findings [pathology test] on (B)(6)2005: proliferative endometrium; on (B)(6)2008: cellularity of the transformation zone; on (B)(6) 2013: endometrial polyps and fragments of secretory endometrium.; on (B)(6)2014: endometrial polyps and secretory endometrial fragments; in (B)(6) 2019: after the essure removal - left and right salpingectomy: fallopian tube without relevant alterations macroscopic description container 1- left fallopian tube: salpingectomy piece measuring 6.5 x 0.5 cm. Externally it does not show significant alterations. It is accompanied by a metal fragment in the shape of a spiral, measuring 1 cm, which is received in the container. When cutting the tube in the proximal region, it shows intratubarically, a metallic fragment corresponding to an intratubal device, measuring 1.5 cm. Container 2- right fallopian tube: salpingectomy piece measuring 8 x 0.5 cm. Three metal fragments corresponding to the essure device, which measures between 0.2 and 0.1 cm, are received in the same container. Part of the device, measuring 5 cm, protrudes from the distal end of the tube. [Spirometry] on (B)(6)2019: mild obstructive pattern [ultrasound scan vagina] on (B)(6) 2013: normal uterus; endometrium with a secretory aspect with irregular thickening at the fundus level of 20 mm; normal ovaries; on (B)(6)2013: uterine cavity post. Irregularity; on (B)(6) 2017: uterus in retroversion with an endometrium of 23 mm, hyperechoic image on the posterior side suggestive of an endometrial polyp.; in (B)(6) 2018: uterus in retroversion, 6 mm regular endometrium, echographically normally inserted essure, normal ovaries. Clinical judgment: examination within normal limits. Lot number: 731813 manufacturing date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.